Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the cause of the event was considered to be the failure of serial digital interface (sdi) driver on the substrate. Since this event was confirmed at the time of installation of the product, root cause considered that the sdi driver failed because excessive static electricity was applied to the sdi output terminal during the period from unpacking to installation of the product. For the following reasons, it was determined that this event was not a defect related to the design/manufacture of the equipment, but a defect caused by the handling at the time of installation of the equipment: in order to prevent static electricity from being charged before unpacking the product, the sdi cables included with the main unit are each packed in antistatic bags, so that excessive static electricity is not applied to the product from product packaging to product unpacking; the defective product is a dx-board that controls the sdi-output which is a product to which countermeasures with enhanced static electricity resistance is applied. A review of the device history record found no deviations that could have caused or contributed to the reported issue.

Manufacturer narrative:
The suspect device has not been returned to olympus and a definitive root cause cannot be determined.

Event description:
Olympus was informed of a report that the device failed to produce an image. The problem occurred during installation. There was no patient involvement, associated with the event, reported to olympus.